Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and screening test were performed. Visual analysis of the returned device revealed reddish brown material inside and a hole on the pebax with internal parts exposed. The force feature was tested, and no errors were observed. The force values and the vector were observed within specifications. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint were found during the review. The force issue reported by the customer could not be replicated, however, the reddish material on the pebax could be related to the force issue, therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use state: do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal components exposed. It was initially reported by the customer that when coming on ablation, the force reading displayed on the carto 3 system would jump from 5 to 50 grams and flashing red. The catheter connections were reseated in sequence but the issue persisted. The cable was replaced without resolution. The catheter was replaced and the issue was resolved. The procedure continued without further issues. There was no patient consequence. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 14-apr-2025, the bwi pal revealed that a visual inspection of the returned device found a hole in the pebax and a reddish material inside the pebax. These findings were reviewed and assessed the issue of a ¿hole¿ in the pebax as an MDR reportable malfunction since the integrity of the device has been compromised.